Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Event description:
It was reported that the right ventricular had absent bipolar sensing, high threshold, and decreased impedance. The lead was capped. During implant attempt of the replacement lead, the physician thought she tugged on the lead and might have damaged it. The lead was not used and was replaced. No patient complications have been reported as a result of this event.